Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastrectomy procedure, while transecting the gastric tissue, the surgeon complained that the knife was stuck midway during firing and cannot push further forward. The tissue was observed to be normal thickness. After changing to a new stapler, the tissue was smoothly transected. There was no patient injury.